Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had original surgery on 2009. Patient had secondary procedure on (B)(6) 2016 and presented on (B)(6) 2016 with epitelial ingrowth in left eye. A brief description of the event says that epithelial ingrowth in left eye is nasal 1/4 to 1/3 of flap, it not in visual axis but large enough area to induce cylinder and decrease in visual acuity. A flap lift and clean was performed on (B)(6) 2016. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2009: right eye pre-op 20/20 -3.75 x -.25 x 165; left eye pre-op 20/20 -3.75 x -.25 x 35. Bcva from (B)(6) 2016: left eye post-op 20/20 1.25 x -1.25 x 8. On (B)(6) 2016 post flap lift patient had no more epithelial ingrowth. Hazy area where epithelial ingrowth was. Meibomian oils and debris was present and surgeon reported will monitor for further epi involvement.